Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 health effect clinical code - viral infection.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. While traveling on (B)(6), the patient experienced inaccurate glucose sensor readings, consistently showing a low value of 40 mg/dl. During this time, he reported feeling weak, hungry, unable to focus, and appeared pale or grey in color. He did not have his blood glucose meter with him, so he was unable to confirm the sensor readings through a fingerstick test. Concerned about his condition, his wife brought him to the emergency room (ER), where a bg fingerstick test showed glucose levels above 400 mg/dl, while the cgm continued to read 40 mg/dl. A blood test (bg) confirmed high level of 738 mg/dl. The patient was treated with IV insulin and was admitted for four days as he also tested positive for covid. Patient was doing fine at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid was taken in the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.